Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging a sample draw issue with his onetouch verio test strips. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged strip issue began on (B)(6) 2017. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2017, 3 weeks after the alleged issue began, he developed symptoms of ¿shaky hands and blurry vision.¿ the patient denied receiving medical treatment. During troubleshooting, the csr confirmed the patient was following the correct testing process. The csr noted the test strip only partially filled after a sample was applied. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.